Manufacturer narrative:
Date of event: the awareness date has been used for this field, as the parent complaint lists the date of event to be after the awareness date. (B)(6). Date received by manufacturer: the date of event has been used for this field, as the parent complaint lists the date of event to be after the awareness date. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had different amounts of gel in them, and had issues after centrifugation. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.